Event description:
On June 24th, the user contacted Dario to report incorrect Blood Glucose (BG) readings.

Manufacturer narrative:
During a troubleshooting call with a Dario representative, the user reported that his Dario meter displayed blood glucose (BG) readings greater than 240 mg/dL, which he stated were approximately 150 mg/dL above his normal range of 90-100 mg/dL. In response to these readings, the user increased his daily metformin dose from his usual 500 mg to 1,000 mg and continued this dose for the next three weeks. The user reported that he then tested with a non-Dario meter and obtained a BG reading of 100 mg/dL, which he considered to be within range. Based on this result, he discontinued use of the Dario meter. The user later attended a previously scheduled follow-up appointment with his physician, during which his blood glucose was checked and found to be within the normal range. At that time, he discontinued the increased metformin dose. During the call with the Dario representative, it was determined that the user had been transferring new Dario test strips into an old Dario test strip cartridge. The Dario User Guide, under "Storage and Handling," states: "Do not transfer test strips from one cartridge to another." The user said they would open a new strip cartridge for testing at a later date. Dario's representative later followed up, but the user did not respond. This case is still in progress. If additional information is obtained, a follow-up report will be submitted. The high BG readings may have been due to misuse of the strips. There is not enough information available to further investigate this case. Therefore, no resolution is available.